Event description:
Reporter had a lasik surgery in (B)(6) 2006. She said there was no problem until last year. Since (B)(6) 2015, she was having issues with her distance vision, dizziness, headache, off balance and seeing shadows. Her vision started to deteriorate so she visited her ophthalmologist to have another laser surgery. However, the doctor told her he cannot do another surgery because she had a condition called ectasia. The reporter also said this condition is changing the shape of her cornea into a cone shape. The reporter was referred to two ophthalmologist in (B)(6) and the diagnosis was confirmed by both of them. She was told that she needs corneal transplant to stop progression of this condition. Reporter wants to have a procedure called corneal cross linking but is not FDA approved and insurance does not pay for it. She also verbalized her concern the cost is not within her reach because it is (B)(6). The reporter wants to know when the transplant will be available in the market since her condition is deteriorating.